Event description:
It was reported to manufacturer that the vns pt was seen by the physician due to a recent increase in seizure activity, below pre-vns baseline, and because the device "is not as strong as before". A normal mode diagnostic test was performed and revealed high lead impedance and eos=yes. A system diagnostic test was performed and revealed high lead impedance and eos = yes. There was no trauma, manipulation or any other believed cause for the high lead impedance provided by the physician. A battery life calculation was performed and the result supported the end of service status. Revision surgery is likely.